Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 20 months post initial surgery due to pain. The surgeon noticed metallosis and a possible hairline fracture of tibial component during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following sections were updated. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. Medical products - unknown regenerex tibial tray, unknown finn stem, unknown biomet bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11362 and 0001825034-2017-11363. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgey approximately 20 months post initial surgery due to pain. The surgeon noticed metalosis and a hairline fracture of tibial component during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.